Event description:
Pt developed blister measuring 14cm x 6cm on left flank status post surgery in the area in which a r2 pad was placed. Pt's skin integrity was checked after surgery and noted to be intact. Found the following morning. Consultant states this is a superficial partial thickness burn. Pt has undergone dressing changes twice daily and now down to daily.